Event description:
It was reproted that the customer was attempting to remove the needle in the sensor from her body and it got stuck. When she connected the transmitter, it did not flash green. The sensor may have been missing a part and the customer was afraid it may have been stuck under her skin. The customer was advised to check the sensor to see if the electrode had retracted back into the sensor, but she stated she had already thrown it away. The customer was advised to monitor the issue and seek medical attention if it were to appear that the sensor electrode was still in her skin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.